Manufacturer narrative:
Upon review of the device history for the serial number cb101959, it was determined that the device was manufactured on (B)(6) 2010 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope pgvl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the reported damage to the video baton in addition to the age of the device, seven (7) years, caused or contributed to the event. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, there was an intermittent image on the video monitor. Reportedly the biomedical engineer was able to duplicate the intermittent image. In addition, the biomedical engineer noted the video baton tip was detached from the flexible tubing and the camera could rotate freely. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.